Event description:
The hcp reported that in 2003, the pt was taken to the clinic with somnolence, floppiness, and depressed respirations. The pt was hospitalized and the pump was stopped. The outcome was reported as "resolved" the following day. It was reported that the somnolence episode had occurred before. The therapy seemed to be working fine for several days prior to the somnolence episodes. Originally, the lioresal concentration had been 500mcg/ml and had gradually been increased to 2000mcg/ml. Along with this, "they increased the pts daily rate and the pt was then too relaxed and they dropped their rate back done again." The reservoir volumes had been checked and they indicated the flow rate accuracy of the pump to be within acceptable limits. The pump was explanted and replaced in 2003. It was returned to the MFR for analysis. The pt is reported to have recovered without sequela.